Manufacturer narrative:
Continuation: product ID 977a260 lot# serial# (B)(4) implanted: 2017 (B)(6) explanted: 2018 (B)(6) product type lead product ID 977a260 lot# serial# (B)(4) implanted: 2017 (B)(6) explanted: 2018 (B)(6) product type lead product ID 977a260 lot# serial# (B)(4) implanted: 2017 (B)(6) explanted: 2018 (B)(6) product type lead section information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd 2021 (B)(6), (B)(4) product ID: 977a260, serial/lot #: (B)(4), ubd 2021 (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep). The rep reported there were multiple kinks in the leads when looked at under fluoroscopy. The leads had migrated down, so the doctor was doing a revision of the patient's leads. No symptoms or further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient was elderly and did not get around much so the hcp was not sure how the lead migration happened. The leads and ins were both removed, and no new ins was implanted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that when using reference 0, all contact pairs 0-6 showed impedances to be less than 50 ohms. When using reference 8, the rep stated all contact pairs 9-14 were less than 50 ohms, except electrode 10, which showed normal impedance readings. The rep reported that the patient was to receive an x-ray. No symptoms were reported. No further complications were reported. Follow-up was conducted.